Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. The infusion set was in use for eighteen and an half hours. The insertion site was the abdomen. The blood glucose level was 396 mg/dl at the time of the event and the patient got treated with IV and fluids of saline and insulin. Patient is found positive for ketones level and ketones level were found to be life threatening at the time of the event. Patient has released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-19118), was submitted on 15-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 14-oct-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 09-feb-2026 against "lot number 6015771 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, the review confirmed that lot 6015771 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 09-feb-2026 against "lot number" criteria equal 6015771 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaint is 2 related with the same malfunction. The complaint number are complaint (B)(4). Device history record (DHR) review: the lot 6015771 was manufactured according to the work instruction (wi) version 125 and manufactured in the line inset 1, on 14-oct-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation results: upon review of the eqms and related records, a complaint investigation CAPA exists, which addresses the issue reported reference CAPA/investigation 1768101 root cause of problem: the root cause has been identified as: method, manpower, measurement, machine corrective action as a result of the investigation: the action plan and deadlines is as followed: the following action were already implemented in the non-conformance (nc) 1515780. 1.include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stocks of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4)-30-sep-2025) complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.